Event description:
It was reported that the artificial urinary sphincter (aus) pump was repositioned because it had moved behind the scrotum and became difficult to operate. No device defects were noted. The revision surgery was completed successfully and there were no patient complications reported.